Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for headaches and occipital neuralgia. It was reported that the patient¿s system was explanted due to an erosion and staff infection. It was indicated that they had no further information and did not work in the area the patient was implanted/explanted in. It was indicated that the issue was resolved at the time of the report. It was indicated that the customer was notified that the product should be returned but the customer discarded the devices. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.